Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, the phenomenon was reproduced, and it was determined that the cause of the phenomenon was a failure of the power supply unit, causing ¿no power to turn on¿. The cause of the phenomenon of ¿burnt fuses¿ could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found the front panel was damaged, the ac inlet of power supply was burnt and missing 2 fuses, the scope socket was worn out, and a non-olympus lamp was used. The lamp life was over 500 hours. It had insufficient thermal grease, and there was a loose part in the lamp. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii xenon light source was not powering on and the fuses were burnt. The issue was found during preparation for use in a diagnostic colonoscopy procedure. The procedure was delayed until it could be completed with another device the next day. The patient was not under sedation. There were no reports of patient harm.